Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that coating issue and difficulty withdrawing guide wire occurred. The 90% stenosed target lesion was located in the first diagonal of the left anterior descending artery. A 185cm kinetix guide wire was advanced through the lesion. The physician advanced a non-bsc catheter in order to exchanged the guide wire. The physician then attempted to remove the guide wire but severe resistance was encountered. The guide wire and the non-bsc micro catheter got stuck together. The physician attempted to remove this device using the nanto's technique but the non-bsc micro catheter was also removed unintentionally. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Kinetix guidewire and shelf box were received with a finecross catheter and shelf box. The returned kinetix box matched the batch number for this complaint. The finecross catheter was stuck on the kinetix wire, which extended 42.5cm from the hub of the catheter. In an attempt to dissolve any dried blood or contrast at the catheter-guidewire interface, the devices were soaked in a circulating water bath for 24 hours. Soaking had no affect on loosening the kinetix wire. The outer diameter (od) of the guide wire was measured with a calibrated snap gage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating issue and difficulty withdrawing guide wire occurred. The 90% stenosed target lesion was located in the first diagonal of the left anterior descending artery. A 185cm kinetix¿ guide wire was advanced through the lesion. The physician advanced a non-bsc catheter in order to exchanged the guide wire. The physician then attempted to remove the guide wire but severe resistance was encountered. The guide wire and the non-bsc micro catheter got stuck together. The physician attempted to remove this device using the nanto's technique but the non-bsc micro catheter was also removed unintentionally. The procedure was completed with this device. No patient complications were reported and the patient's status was good.